Event description:
A report was received that the patient had pain at the pocket site and lead insertion site. The patient was administered ketamine pills.

Event description:
A report was received that the patient had pain at the pocket site and lead insertion site. The patient was administered ketamine pills.

Manufacturer narrative:
Update to initial MDR field: additional information was received that the patient was administered ketamine pills and IV ketmaine to decrease the hyperalgesia and the patient is responding well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.